Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon applicator petals bent outward, spreading open [device physical property issue]. Tampon...is shredding, coming apart, entire string on the bottom broke off [device breakage]. Case narrative: consumers spouse reported via phone that the tampons are coming apart and the strings broke off. No injury reported.